Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse point short circuit error. Upon troubleshooting, there is a problem found with power inverter. To resolve the problem, fse replaced power inverter. After replacement of power inverter evr, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.